Event description:
Reportedly, the patient experienced a ventricular fibrillation (vf) that was treated with shock. After a first vf episode, a return to slow rhythm was observed, and two distinct vf episodes were consequently recorded for the same vf. Ventricular undersensing was suspected.

Manufacturer narrative:
Following additional questions received, further analyses have been performed. Please refer to the updated attached analysis report.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient experienced a ventricular fibrillation (vf) that was treated with shock. After a first vf episode, a return to slow rhythm was observed, and two distinct vf episodes were consequently recorded for the same vf. Ventricular undersensing was suspected.